Manufacturer narrative:
Model # and device manufacture date: the event was unable to provide the lot number of the device implanted. Therefore, there is no information related to device manufacturer day. Problem code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Computerized tomography (CT) was performed and showed the hydrogel was in the rectal wall, therefore a magnetic resonance imaging (MRI) was performed confirming the full rectal wall infiltration of the hydrogel. There were no patient symptoms reported as a result of this event. Radiation therapy will be delayed until the hydrogel fully dissolves. The patient's condition is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.